Event description:
Boston scientific received information that this lead was found to have dislodged. Attempts were made to reposition the lead, but the helix was unable to be retracted. So the lead was explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
(B)(4).upon receipt at our post market quality assurance laboratory visual observation noted that the lead was returned in two segments, and that the middle section of the lead was not returned. There were setscrew markings on each terminal, the extraction stylet was stuck in the tip of the lead, with bodily fluid noted in the helix housing. The helix was found to be extended. An x-ray was taken of the lead, and no anomalies were found. Analysis could not confirm the lead dislodgement, but could confirm that the helix mechanism was difficult to use as they stylet was stuck inside the lead.